Event description:
It was reported to boston scientific the hydrothermablator console unit won't cool and was giving a "hot" error. No patient complications were reported as a result of this event. The patient's condition was reported as "ok."

Manufacturer narrative:
During the evaluation, the thermistor cable was found to be broken off and stuck inside heater canister.